Manufacturer narrative:
Estimated date the device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article attached: manta versus proglide vascular closure devices in transfemoral transcatheter aortic valve implantation. Na

Event description:
It was reported through a research article identifying proglide which may be related to the following; in-hospital death. Specific patient information is documented as unknown. Details are listed in the attached article, titled "manta versus proglide vascular closure devices in transfemoral transcatheter aortic valve implantation."

Manufacturer narrative:
D10: estimated date: the device was not returned for analysis. A review of the manufacturing records and complaint history could not be conducted, because the lot number was not provided. The patient effect(s) listed from the literature article cannot be associated to the device usage and/or malfunctions, as the causality between the documented device usage and the patient effect(s) could not be established. Therefore, the determination of the reported difficulty(ies) with the patient effect(s) consideration is not feasible. There is no indication, of a product quality issue with respect to the design, manufacture, or labeling of the device.